Manufacturer narrative:
Device codes: 1069 labeled . Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break, marker lumen and foot retraction issues were confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. It was indicated that the device was flushed prior to the procedure which indicates there was no blockage in the marker lumen before insertion into the anatomy. The observed patient biological material appears to have clogged the marker lumen which likely resulted in the weak blood flow. The foot retraction issue appears to be related to the bent actuator wire at the connection to the guide assembly and further manipulation of the device caused the broken guide. The partially open foot likely contributed to entrapment of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the flow of blood from the marker lumen was weaker than usual. The procedural sheath became kinked due to tortuous vessel. After completing the procedure, the proglide device was unable to be removed from the anatomy because the footplate was not able to be retracted despite an attempt to return the footplate to its original closed position. There was blood loss after the device became stuck; however, no anemia. The guide was broken when manual compression was used to control bleeding in preparation for surgery. An incision of the skin was performed in order to remove the proglide device. Anesthesia was increased from local to general. Surgical suturing was used to achieve hemostasis. There was a 2-3 hour delay in the procedure due to proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 9f sheath after an emergent neurosurgical interventional procedure. Reportedly, the flow of blood from the marker lumen was weaker than usual. The sheath became kinked due to the tortuous vessel. After completing the procedure, the proglide device was unable to be removed from the anatomy because the footplate was not able to be retracted despite an attempt to return the footplate to its original closed position. There was blood loss after the device became stuck; however, no anemia. Manual compression was performed. An incision of the skin was performed in order to remove the proglide device. Anesthesia was increased from local to general. Surgical suturing was used to achieve hemostasis. There was a 2-3 hour delay in the procedure due to proglide device. No additional information was provided.